Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center release button does not work, even when pressed it had a blackout and it automatically recovered. When the image was checked, it was pitch black. The issue occurred during a diagnostic annual checkup routine endoscopy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. A field service engineer had visited on site on feb (B)(6) 2024, and could not reproduce the issue. The device is currently in use without any further issue. Should additional relevant information become available, a supplemental report will be submitted.